Event description:
A tubing separation at the proximal clave port y-site. It is unspecified whether the separation occurred above or below the clave port. The device was never used on a pt, and there was no delay in critical therapy. Though requested, no further info was received.